Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Event description:
Information received by medtronic indicated that there was air ingress during aspration of the sheath. The issue occurred during preparation of the sheath for a cryoablation procedure; device had not been inserted into the patient. After approximately 30 minutes aspirating air from the sheath, the physician replaced the sheath. The cryoablation procedure was completed using the replacement sheath.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The returned device was received folded and packed into a small bag that caused severe kinks in the shaft. Visual inspection showed that the shaft had multiple kinks at 0.24 and 7.98 inches distal from the strain relief as well as a kink at 3.85 inches proximal from the tip. The kinks were preventing an easy insertion/withdrawal of the returned cryoablation catheter. Air aspiration was reproduced when the cryoablation catheter was introduced through the sheath. Pressure test showed the hemostatic valve was leak tight, but bubbles were coming out from the handle. Further dissection showed that the kink at 0.24 inches distal from the strain relief caused a breach in the pull wire lumen that resulted in the air aspiration observed during lab testing. Dissection revealed the presence of an unknown material in the stoppers and handle. Optical, scanning electron microscopy (sem), energy dispersive x-ray spectroscopy (eds) and fourier transform infrared spectroscopy (ftir) indicate that the unknown material is iron oxide associated with corrosion of the stoppers. The reported issue with the flexcath advance sheath could not be confirmed through testing. The sheath failed the returned product inspection due to shaft kinks caused during returned product shipping and presence of corrosion of the stoppers (inside the handle). An internal situation analysis has been initiated to investigate the presence of corrosion of the stoppers (inside the handle) caused by stopper sleeve friction. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.